Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels raging from (60-70 mg/dl) reportedly, the customer did not treat the low bg's. The issue occurred while customer was sleeping. When customer woke up and tested, the customer stated to not be low. The customer stated that the pump did not declare any audible continuous glucose monitor (cgm) alerts, despite having a low bg level. The customer could not recall exact event date.